Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the image was not displayed because a communication error occurred temporarily due to adhesions on the video connector contacts. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts are completely dry and clean. If the camera head is used with the electrical contacts wet and/or dirty, the camera head and video system center may malfunction.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: deposits on video connector contacts and white scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the hd autoclavable camera head, image does not appear. The issue was found during an unknown event. The procedure unknown. There were no reports of patient or user harm associated with this event.